Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that was vent inop and tried to restart, with evidenced diagnostic codes 1014 (post timer/ 24v failure) and 7016 (24v power failure). No patient involvement.